Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and the touchscreen timed off sooner than expected. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.